Manufacturer narrative:
The complaint device was not returned. Media imaging was provided by the form of two photos. It is possible to confirm that they show that the catheter tubing set is leaking. And another photo confirms lot batch number and upn of the device reported. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure to treat an atrial fibrillation, an intellanav mifi open-irrigated ablation catheter was selected for use. During ablation in the left atrium, error "temperature too high" was displayed maestro 4000 rf generator, adequate temperature reading. When the catheter was inspected, a leak in the irrigation port was found. When ablation starts, saline leaks heavily from irrigation line tube on the catheter handle. Catheter was replaced and the issue was resolved. Procedure was able to be completed without any patient complications. Device is not expected to be returned. It was further reported that the issue was noted because of higher-than-normal temperature on the rf generator (40-45 deg instead of 30-33 during ablation).

Manufacturer narrative:
The complaint device was not returned. Media imaging was provided by the form of two photos. It is possible to confirm that they show that the catheter tubing set is leaking. And another photo confirms lot batch number and upn of the device reported.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure to treat an atrial fibrillation, an intellanav mifi open-irrigated ablation catheter was selected for use. During ablation in the left atrium, error "temperature too high" was displayed maestro 4000 rf generator, adequate temperature reading. When the catheter was inspected, a leak in the irrigation port was found. When ablation starts, saline leaks heavily from irrigation line tube on the catheter handle. Catheter was replaced and the issue was resolved. Procedure was able to be completed without any patient complications. Device is not expected to be returned.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure to treat an atrial fibrillation, an intellanav mifi open-irrigated ablation catheter was selected for use. During ablation in the left atrium, error "temperature too high" was displayed maestro 4000 rf generator, adequate temperature reading. When the catheter was inspected, a leak in the irrigation port was found. When ablation starts, saline leaks heavily from irrigation line tube on the catheter handle. Catheter was replaced and the issue was resolved. Procedure was able to be completed without any patient complications. Device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.